Manufacturer narrative:
Unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, osteosynthesis based on femoral neck system was applied to right femoral neck fractures (garden 2 type). On or about (B)(6) 2018, the patient reported pain, and it was confirmed that implants had internally inverted. On (B)(6) 2018, the implants were explanted, and the revision surgery was completed with a replacing artificial bone head under bipolar hip arthroplasty (bha). The patient bone quality was reported as fragile. When the ti locking screw was removed during the revision, the anti-rotation screw and neck bolt completely lost fixation capabilities. The procedure was completed successfully and the patient status was reported as stable. Concomitant device reported: locking screw (part 412.212s, lot unknown, quantity 1). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device: part: 04.168.000s; lot: l712498; (B)(4); release to warehouse date: 03.jan.2018; expiry date: 01.dec.2027. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.